Manufacturer narrative:
The product was returned in the lens case. Solution is dried on the lens. The lens was folded into the lens case. One haptic is broken in the gusset area and adhered to the optic by solution. A piece of lens material is broken off along the edge of the optic. The lens was cleaned with lphse. Scratches are observed on both the anterior and posterior sides of the optic. Due to the damage to the lens a dimensional inspection could not be performed. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The file indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not confirm the reported complaint of stuck in the cartridge as the lens was returned in the lens case and the cartridge was not returned for evaluation. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was stuck in the cartridge. There was patient contact but no reported patient harm. The surgery was completed the same day.